Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient felt intermittent stimulation. She stated she does not do any excessive movement that could cause her stimulation to change. She reported x-rays appeared to show her lead wires were "twisted". The patient plans to consult with her physician regarding the issue.